Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(6).

Event description:
One-month post-atherectomy procedure, the patient expired. The clinical event committee (cec) concluded that the use of the diamondback 360 coronary orbital atherectomy device possibly contributed to the patient death.